Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A sample is not expected to be returned for eva. (B)(4).

Event description:
An optometrist reported that approx three months following bilateral lasik surgery, the pt was diagnosed with moderate dry eye syndrome, and grade 2 (two) punctate epithelial erosions (pee) in both eyes. The pt reported feeling a sharp, stabbing pain in both eyes. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.